Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for the event. The cause of peritonitis was not reported. It was not reported if a peritoneal effluent culture was performed. Treatment was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12l07031 and h13b22021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.